Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that their implantable pulse generator (ipg) had migrated from the original implant placement. It was also indicated that the patient experienced an irregular heart rate. The ipg remains in use. No further patient complications have been reported as a result of this event.